Manufacturer narrative:
The pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned and analysis identified indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780, (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2014; explant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that during a pump replacement, it was discoered that 40 ccs of fluid were in the pump. A catheter disconnection at the pump was noted and the catheter was replaced resolving the issue.

Manufacturer narrative:
Product analysis #708953720:analysis information -- 2026-03-20 07:59:32 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was unable to be aspirated.